Event description:
This lead was explanted due to inappropriate inhibition of pacing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approx. 16.5 cm and 51.5 cm distal to the is-1 connector pin the insulation was found rubbed through. These damages can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the proximal damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The distal damage was consistent to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.